Event description:
Customer reports at 1107 she obtained result of 120 mg/dl, at 1108 a result of 180 mg/dl, and at 1108 a result of 402 mg/dl using the advantage system. Customer stated she felt fine with no symptoms of hyperglycemia and no treatment was given based upon results obtained. Noted it had been two days since she took any antidiabetic medication. The original location of the alleged event was in customer's kitchen in her home. A request was made for the return of the suspect device and replacement product was sent.